Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On 23 june 2021 it was reported that for about 5 months the area of the patient¿s stoma had been reddened with purulent content. No fever. Patient received an unknown oral antibiotic and unknown topical treatment that ended a week ago. A sample from the stoma area was taken (B)(6) 2021. On 30 june 2021 it was reported the stoma continues with erythema and exudate. The culture tested negative. Patient was prescribed another course of unknown oral antibiotic. On 05 july 2021 it was reported the tubes move smoothly into the stomach, there is no purulent exudate or signs of infection of the stoma. Only a slight erythema of just over a centimeter and a half around the stoma. 12 july 2021 it was reported patient is using barrier cream proskin and the erythema improved a lot. On 15 july 2021 it was reported the patient¿s stoma is red and itchy. No fever. Proskin cream being applied.